Event description:
It was reported that the asymptomatic patient presented in clinic on (B)(6) 2017 for non-device related reasons. Upon review, the patient's implantable cardioverter defibrillator exhibited episodes of post-paced t-wave oversensing. The device was reprogrammed and the patient will continue to be monitored routinely.